Event description:
It was reported that the device was explanted after an implant duration of zero days. The following notation was made on the implantation data card: "implanted then removed too large". No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.